Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the excess catheter uncoiled in front of the pump and was on an ultrasound. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(4), ubd: 25-mar-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 2.5 mg for a total dose of 0.4401 mg and clonidine 1.25 mg with an unknown dose via an implantable pump. It was reported during a routine pump refill on (B)(6) 2020, an ultrasound revealed an anterior pump pocket catheter/catheter was located anterior to pump. No clinical symptoms were present/patient was asymptomatic. It was unknown what factors may have led or contributed to the event. Diagnostics/troubleshooting included an ultrasound. Actions/interventions included the pump was filled under ultrasound. No surgical intervention occurred or was planned. No further actions was planned/no action was taken. It was noted the patient had an anterior pump pocket catheter. The outcome of the event was unresolved with no further action planned. The patient's status at time of report was alive-no injury. The device diagnosis was other catheter migration. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2020. The patient's weight and medical history was asked and will not be made available. No further complications were reported/anticipated.